Event description:
Healthcare professional reported that when the breakaway needle was being passed through the chest wall, the two pins broke away from the needle prematurely. The event occurred over 2 months ago; there are no additional wire from the lot to return. The lot number is unknown.